Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unable to complete the analysis on the sensor. Customer returned the enlite serter.

Event description:
Customer reported that he was having problems with his sensor, it was breaking off inside the serter. Customer stated that the sensor part was stuck in the serter and it broke. Nothing further was reported.